Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the run data file showed that during ac priming of the return line, the pressure reading at the aps sensor was not as expected after the appropriate volume of ac had been processed. Possible root causes include, but are not limited to: donor connected early before the system prompt. Donor needle line and/or sample bag line clamps opened during ac prime during the ac priming sequence, the system expects the pumps to be pulling against closed needle and sample bag line clamps. This will lead to a negative pressure reading at the aps sensor. If the donor is connected and the needle line is unclamped during the ac priming sequence, the pumps will pull blood from the donor, which causes the pressure reading to be positive instead. Also, if blood is entering the system with the ac during the ac priming sequence, coagulation in the tubing set is unknown. Analysis of the run data file also showed that the start draw button was never reached, and therefore never pressed. Following the procedure selection, the ac priming sequence had to continue and complete prior to prompting the operator to connect the donor and start the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported at the beginning of a donation procedure, the operator pressed 'startdraw' on the trima accel display screen and they received an irrecoverable alarm. The operatorstopped and disconnected the donor. Per the customer, the trima disposable set passedtesting and priming. Per the customer, "blood product was lost".due to EU personal data protection laws, the patient information is not available from thecustomer.terumo bct is awaiting return of the disposable set for evaluation.this report is being filed due to insufficient information provided at this time to determine if amalfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: possible root causes were provided in the 2nd supplement report for this event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was received for investigation. Visual inspection showed there was blood throughout the set. The anticoagulant (ac) had been attached to the set and appeared to be primed. The reservoir was half full and the sample bag was attached with blood still in it. No misassembles were found. Investigation is in-process. A follow-up report will be provided.